Event description:
The recipient reportedly developed an infection at the incision site and was prescribed antibiotic ointment on (B)(6) 2022. The recipient reportedly was diagnosed with (B)(6) and was prescribed bactin on (B)(6) 2022. On (B)(6) 2022, the recipient developed an allergic reaction to bactin. On (B)(6) 2022, the incision site opened and the implant was exposed. The recipient was admitted to the hospital on (B)(6) 2022 and was treated with IV antibiotics. The recipient's device was explanted. The recipient will be reimplanted at a later date. The device will not be returned to the company for analysis.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is healing well, and there are no concerns. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.